Event description:
Customer reported hospitalized due to unexpected high blood glucose readings of 400 mg/dl. Customer was treated with insulin through the IV. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.